Manufacturer narrative:
Correction data: addition narrative. Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. A philips remote service engineer (rse) received a complaint indicating that the c-arm was unable to perform rotations. The quote was generated to acquire the evaluation, repair, and operational status of the device without obtaining approval from the customer. No work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. The device was in use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. A philips remote service engineer (rse) received a complaint indicating that the c-arm was unable to perform rotations. The quote was generated to acquire the evaluation, repair, and operational status of the device without obtaining approval from the customer. No work performed by philips. The codes were updated based on the investigation outcome.